Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient experienced anemia from gastrointestinal bleeding and approximately 500ml of bright red blood was noted per rectum. It was reported that 2 units of pack red blood cells (prbcs) were given and a flexible sigmoidoscopy was performed. The sigmoid colon reportedly appeared normal and discontinuous areas of bleeding ulcerated mucosa with stigmata of recent bleeding were present in the rectum. It was reported that a patchy area of moderately friable mucosa with contact bleeding was found in the rectum. The patient continued rectal bleedings through (B)(6) 2017 with sporadic bleeding and abdominal pain through (B)(6) 2017. During this time anticoagulants were held and 3 additional units of pack red blood cells (prbcs) were given. It was reported that heparin and coumadin were restarted and that the patient was transferred back to the floor on (B)(6) 2017 with stable labs and no further bleeding. No additional information was provided.